Manufacturer narrative:
A batch record indicates no discrepancies. Preventive maintenance (pm) logs have been checked and all pm's were completed with no discrepancies found. Affected amount: 1pc. Aquacel extra 10x10cm was manufactured under system application product (sap) code 1704592 and manufacturing lot number 8g02239. Lot # 8g02239 was sterilized under lot 1214116911and released in review of results of sterilization. All the results were within specification and the products were released. The production process, in process testing and packaging of products was run in accordance with process instructions (pi) for machine doyen 5. A visual inspection in accordance testing method (tm) was completed at the beginning of the order and every fifteen (15) minutes following until the order was completed. No nonconformity was registered during the manufacturing process of lot 8g02239. There are two (2) complaints for this lot number for the same complaint issue registered within complaint handling system. A photograph has been received for this complaint and has been reviewed in accordance with work instructions (wi). The photograph confirms the lot number, product and the complaint issue. The photograph confirms there is a foreign matter however the sample is not being returned so it cannot be confirmed what the foreign matter is. Operations have been informed of the complaint issue. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: (B)(4), manufacturing site: (B)(4).

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported there was foreign body found (identified as hair) on the dressing. The product was not used. A photograph depicting the reported complaint issue was provided by the complainant.